Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The lead showed intermittent episodes of oversensing. The lead was capped and replaced. No visual lead damage was noted. The patient was asymptomatic.